Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date of the stroke was not known.

Event description:
Reported via patient call center it was reported via the watchman patient call center that a patient experienced two strokes. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman laa closure device was implanted on (B)(6) 2020. The patient reported that since having the watchman placed, he has had two small strokes. The patient stated that he does not recall having any follow up testing after his procedure. The patient stated he continued taking eliquis until 2022 when he had to stop it for a prostate surgery and he never restarted it after the prostate procedure. The patient reported he then had a small stroke and had another one in (B)(6) 2024 and was then put back on eliquis. No further information was provided.